Manufacturer narrative:
This report is submitted on april 20, 2023.

Event description:
Per the clinic, the attract magnet was removed under general anesthesia on (B)(6) 2023 due to electronic shock .